Event description:
A mitek sales reported that a patient had swelling and knee pain approximately two weeks post-operative. The mitek sales representative stated the surgeon believes the intrafix screw was responsible for the patient's reaction. Mitek worldwide would like to report conservatively and list the other products and lot numbers associated with this event. The products and lot numbers are: product code 254601 lot number 0308486, product code 210133, lot number 0308163.